Event description:
It was initially reported by the customer that the device had an illuminated service indication. There was no patient use associated with the reported failure. Upon further evaluation by physio-control, it was observed that when the user would charge the defibrillation energy, the device would not stop charging and as a result, could not be used to deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. Physio-control further evaluated the removed therapy pcb assembly and determined the cause of the reported failure was due to damage of pins 45 through 49 on an integrated circuit, designator u6. Upon further inspection of the device, it was observed that the ribbon cable connecting the power and system pcb assemblies was installed backwards from a previous service of the device. The cable being installed backwards resulted in damage to the u6 chip due to the ferrite bead on the ribbon cable. The ribbon cable was reinstalled correctly, and the device was then returned to the customer for use.